Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report #3005099803-2008-02027 pertains to the first device.it was reported to boston scientific corporation on april 14, 2008 that a trapezoid rx lithotripter compatable basket device was to be used during a biliary stone extraction procedure (patient age, gender and weight unknown) four days prior. According to the complainant, upon inspection of the packaging prior to opening the device, the product was found to be unsterile due to failure of the packaging glue. The unsterile device was not introduced into the scope. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device was not returned; therefore, a device evaluation cannot be performed. The cause for the reported event is undetermined.